Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat two lesions; one long lesion in the middle and distal left anterior descending artery (lad) and another in the left circumflex artery (lcx) ostial lesions. The lcx lesion was 90% stenosed heavily tortuous and with a right angle from the left main (lm). An unspecified stent was previously deployed from the lm to proximal lad, crossing lcx a few years ago. Following successful treatment of the lad, a 3.5x15mm everlink stent delivery system (sds) was being advanced to the lcx; however, failed to cross several times due to resistance with the anatomy. On removal of the sds, resistance with the guiding catheter was felt and the stent dislodged off the sds in the lm lumen. The dislodged stent was attempted to be removed by removing the guide wire and guiding catheter; however, the stent was dropped into the aorta and the left common iliac artery. A guide catheter and guide wire were advanced to the left iliac artery and several attempts to capture the stent were unsuccessful. The stent remained in the patient free floating. The procedure was completed with the deployment of a new 3.5x15mm everlink stent in the lcx. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device dislodged or dislocated was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment due to the stent dislodged form the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 90% stenosed heavily tortuous anatomy resulting in the reported failure to advance. Upon removal, interaction with the guiding catheter resulted in the reported difficult to remove and ultimately resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as several attempts to capture the stent were unsuccessful. The stent remained in the patient free floating. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.